Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 225 mg/dl. The customer was advised to treat. The customer stated the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised the pump will need to be replaced. Customer was advised to follow their medically prescribed backup plan.

Manufacturer narrative:
The insulin pump was received with cracked end cap and with glue on it. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.